Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver being stuck on the initializing screen. The battery was replaced with a known good battery and the receiver was still stuck on the initializing screen. Receiver log download and functional testing were unable to be performed due to the receiver being stuck on the initializing screen. The receiver case was opened, the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.